Event description:
It was reported that during the repositioning of the device the lead became disconnected and the physician was not able to secure it to the device. "It was as though the [set] screw was no longer there." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted the set screw was loose/detached.